Manufacturer narrative:
On 17th nov 17 the medical affairs made the following investigation: hip revision surgery occurred 1 year after primary cementless total hip arthroplasty. Radiographic images provided show the presence of radiolucent lines around the stem and signs of stress shielding suggesting mobilization of the stem. A very significant bone remodeling process took place in a short time, affecting event the lateral external cortex of the femur: sometimes these finding s are related to silent infections. The images are compatible with a local inflammatory process taking place; the stem sank significantly and got loose. In this case, the real cause of the failure cannot be determined. On 1st dec 2017 the r&d project manager checked the images of the explant commenting as following: from the received image the stem appeared without any particular evident sign. It appeared just removed from the patient's femur, still covered with blood. Apparently, the ha coating is not anymore visible on the surface of the stem, first sign of a potential good integration with the bone. From the received photo it is not possible to perform further considerations and to determine the root cause of the event. Batch review performed on 01 december 2017: lot 160644: (B)(4) items manufactured and released on 11 may 2016; expiration date: 2021-04-21. No anomalies found related to the issue. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery about 1 year after primary due to amistem h aseptic loosening with presence of pseudomembrane. A new stem was implanted successfully.